Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance and high out of range pace lead impedance measurements which were detected via the patient's remote monitoring system. Boston scientific technical services (ts) reviewed the data and noted that the patient has a dual coil lead but the device is programmed single coil. Ts noted a gradual rise in the shock impedance measurements. Ts also discussed that single coil shock impedance can trend higher. Additional information indicated that no action has been taken at the moment and no further tests were performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the system continued to exhibit high out of range pace lead impedance measurements of more than 2,000 ohms. A field representative indicated that no further action was taken and no other anomalies or complaints were noted. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).